Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01635.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220 (pump max) and pump max canister (canister). It was noted that the procedure was several hours long under general anesthesia. During the procedure, several hours in and nearing the end of the procedure, the physician noticed that the top of the canister sagged under aspiration and that there was a decrease in aspiration. It was reported that the physician was able to aspirate some thrombus but not all of it. The pump max stopped working and a burning smell was noted. It was also reported that the pump max was turned on and off several times during the procedure. The procedure was completed using a new canister and the same pump max. There was no report of an adverse effect to this patient.